Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found a leak at the bottom of the sweep flow tubing bubble trap. He replaced the tubing to sweep flow bubble trap and the instrument ran without any leaks. He also found a defective pinch valve pv31. He replaced pv31 to address the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 7 ml from a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.